Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and correction to g2. Please see updates to b5, d9, g2, h3, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint (error code e189) was confirmed. The error code e189 was caused by a defective motherboard and the error code e433 was caused by a defective generator board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the error code e433 was caused by a defective generator board. Probable causes for the generator board include: - a defective tr1 transformer on the generator board (permanent error). - a defective current transformer on the generator board (permanent error). - a defective impedance transformer on the generator board (permanent error). - a missing drive signal for the output stage of the generator board (permanent error). - a defective peak rectifier on the generator board (permanent error). - the output voltage is too low due to bad switching of the hf output stage on the generator board (permanent error). Furthermore, the generator boards with error e433 found a destroyed transformer tr1 to be the cause. There has since been a design change to prevent reoccurrence. In general, in the case of permanent error patterns, it is likely that only one component is faulty and multiple failures are rare. However, the specific root cause of the error e433 could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Upon inspection and testing of the customer returned device, it was observed that the device displayed error code e433. This report is being submitted for the malfunction found during evaluation, error code e433.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that an hf unit (generator) had an e189 error. The reported problem was found during inspection before use. The intended procedure was enucleation of uterine fibroids the procedure was completed using a similar device. There was no patient injury or adverse event reported to olympus.